Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that there was an implantable neurostimulator replacement to avoid in-vivo battery depletion. Additional information received on (B)(6)2017 reported that they wanted to know why the implantable neurostimulator did not last as long as it was supposed to and depleted quickly. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their weight at the time of their battery replacement in (B)(6) 2016 was between (B)(6) pounds. They stated that has been their weight range for several years. No further complications were reported.

Event description:
Additional information was received from a manufacturer representative and a consumer regarding the patient. It was reported that the patient felt that the implantable neurostimulator should have lasted longer. When the implantable neurostimulator was replaced, the patient was told that it was due to high amplitude and high rate, so the battery life was shortened. The patient had a rate of 80 hertz and amplitude of 6.0 volts as well as several electrodes being used. His trial used less energy. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found that the output and telemetry were acceptable; however, the battery was near normal battery depletion. During destructive analysis, the battery portion of the ins did not indicate any internal anomalies that would have caused premature depletion.a lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.